Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Refer evaluation summary.(B)(4). It was reported that the cool flow pump did not switch to high flow automatically when the ablation was started and the customer had to switch it manually. Per the event description, the unit was service and no errors were found. Functional, safety test, and the preventive maintenance were performed. The device history record for cool flow pump serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.

Event description:
It was reported that the cool flow pump did not switch to high flow automatically when the ablation was started and the customer had to switch it manually.